Event description:
Service specialist for home patient called qa on behalf of patient's spouse to report sponges within minicaps were dry. Per spouse, sponges were light brown in color and betadine was evident but scarce. Patient was instructed by the pt's dialysis facility not to use caps. Patient has been saving caps for the past year and just notified qa. Patient's spouse reports no injury or medical intervention associated with unused caps.